Manufacturer narrative:
(B)(4) stent migrated. Foreign source: (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallstent enteral endoprosthesis was implanted within the colon. According to the complainant, the stent was implanted to treat colon cancer. Approximately 2-3 days following the stent placement, the stent migrated causing "great pain" to the patient. The patient returned to the hospital for removal of the stent. Attempts to obtain additional information regarding the circumstances surrounding this event have been performed. Should additional relevant details become available, a follow up report will be submitted.